Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient suffered a fall on (B)(6) 2012 and dislocated the hip. A closed reduction procedure was performed. It was further reported that patient underwent another closed reduction following dislocation on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to instability and recurring dislocations. The acetabular liner, modular head, and acetabular cup were removed and replaced.

Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient suffered a fall on (B)(6) 2012 and dislocated the hip. A closed reduction procedure was performed. It was further reported that patient underwent another closed reduction following dislocation on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to instability and recurring dislocations. The acetabular liner, modular head, and acetabular cup were removed and replaced.

Manufacturer narrative:
Review of explanted device found evidence of bony ingrowth on the acetabular cup, indicating it was well fixed. Root cause for the instability could not be determined. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00503-3 / 00504-3 and 1825034-2012-01329-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Medwatch reports 1825034-2012-00503 and 1825034-2012-00504 also refer to the same event.